Event description:
Paramedics responded to a person who was said to have been down 'a while'. Reportedly, when an attempt was made to deliver device defibrillator energy to the pt, it failed to function. A spare set of either paddles or therapy cable was used to continue pt treatment. Pt outcome was not reported. The rptr stated that pt outcome was not affected by the discrepancy, due to timely use of the spare.